Event description:
Account reports falling out low on two external proficiency survey samples for ckmb. Survey sample 1: reported survey result 34.9 ng/ml. Acceptable survey range 39.8 ng to 55.7 ng/ml. Survey sample repeated twice, initially in 2008 resulting at 27.4 ng/ml, and the following month on different analyzer resulting at 43.9 ng/ml. On six days later, survey sample was repeated on initial analyzer giving 45.73 ng/ml. Survey sample 2: reported survey result 42.1 ng/ml. Acceptable survey range 47.3 to 69.3 ng/ml. Survey sample repeated twice, initially on original date resulting at 33.35 ng/ml, and the following month on different analyzer resulting at 55.5 ng/ml. On six days later, survey sample was repeated on initial analyzer giving 54.96 ng/ml. No patient samples were reported to be involved with the event. The field svc rep determined the cause to be due to a faulty measuring cell, and replaced measuring cell. Performance tests were performed and with specification.